Event description:
Was giving 4 year vaccines, when I gave the quadracel im, the medication squirted out from the side of the needle. Some medication was lost on table paper, myself and the father saw the event and notified the md and rn immediately. Upon investigation, the rn inspected the needle and could see that the needle was defective.